Manufacturer narrative:
The complaint of blood control failure and difficult insertion could not be confirmed from the two unit labels that were provided from lot #5048166. No damage could be confirmed from the top web packaging with the label. No devices from lot #5048166 were returned with the unit labels; therefore, a functional test could not be completed to confirm the reported the issue. Although the unit label and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer states" various pivc inserters from radiation oncology unit have experienced blood control failure on the 22g and difficulty inserting 24g - excessive resistance to needle entry. Nurses state, needle looks blunt. Cnc vase examined 24g and states there is an obvious flaw in plastic catheter which would result in painful or failed cannulation.